Event description:
It was reported nurse said that the powerloc safety did not engage and resulting in getting stuck in the finger. Needlestick occurred after port was de-accessed and treatment was finished, and did not cause any urgent medical situations.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned.